Event description:
The customer reported that a spectrum pump will not stay powered on. During baxter's evaluation of a spectrum pump, it displayed system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation could not confirm or reproduce the reported power issue, however the device was found out of specification in relation to the reported system error 105, which was caused by a seized motor. The failed motor assembly was replaced.